Manufacturer narrative:
Malfunction observed during analysis. Return device analysis found broken wires inside the header which are consistent with an overstress condition that the extension was subjected to while still in vivo.

Event description:
Related manufacturer reference numbers: 1627487-2019-01237 and 3006705815-2019-00559. This report is being submitted to advise of an event observed during return device analysis.